Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, during the bav prior to deployment, some leakage was noted around the 23 mm balloon, however, the physicians preferred to implant a 23 mm valve and to accept possible pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
As reported per the edwards field clinical specialist (fcs), post transfemoral tavr valve deployment, aortogram and echo revealed moderate to severe paravalvular leak (pvl) so a decision was made to implant an additional 23 mm valve in a more ventricular position. The patient's annulus measured 23.7 mm by tee, and the patient¿s ejection fraction was 72%. The vascular access was marginal for a 24 fr sheath so the physicians chose to implant a 23 mm valve and to accept possible pvl and central aortic insufficiency (cai). The bav was performed with a 23x4 edwards balloon catheter to assist with size determination. Some leakage around the balloon was noted during aortogram with bav; however the team proceeded with a 23 mm sapien valve implantation. The physicians asked for the delivery balloon catheter to be prepped with an extra cc of contrast for deployment. The 23 mm valve was positioned approximately 60%ventricular-40%aortic and deployed slowly. There was slight aortic movement during deployment but it was still positioned within the annulus. The final valve placement was 80:20 aortic. The aortogram and echo revealed moderate to severe pvl, so a decision was made to implant an additional 23 mm valve more ventricular. A second system was prepped and the valve was implanted successfully. The final valve placement of the second valve was 60:40 aortic, and the pvl decreased to mild.